Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide product code and lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019; and a suture was used. During the procedure, the suture broke while sewing the incision. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.